Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal.